Event description:
The tip of the chest tube broke off in the male pt. It is believed, but not confirmed, that the tip was removed and there were no reported adverse effects to the pt at this time.

Manufacturer narrative:
A catheter from lot number 1732524 was returned in a used and contaminated condition. However, this catheter is not the actual complaint device. The returned catheter exhibits a yellow discoloration, most likely the result of exposure to excessive uv light or elevated temperatures. Additionally, the catheter was noted to be separated from the hub. The returned device had a do not use after date of 2009/05; although it is unk if the complaint device had the same lot number. We can advise that the product label states: "store this product in a dark, dry, cool place, avoid extended exposure to light." Prior to further processing, quality control personnel verify that the sideports are cut clean and that the distal tip is smooth and does not have not nicks or splits. We will continue to monitor this device.